Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the observed foreign matter in the nozzle. The DHR confirmed that the subject device was shipped in accordance with the specifications. A definitive root cause for this issue was not established. The causes of these failures were not determined. Olympus will continue to monitor field performance for this device.

Event description:
The device was returned for service where olympus found foreign matter in the nozzle. There was no harm or user injury reported due to the issue.

Manufacturer narrative:
Evaluation found foreign matter and clogging in the nozzle. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.